Event description:
When the surgeon used the device, the thickness of the graft was not regular and was not the same when the surgeon compares between the right side and the left side of the graft. There was no pt injury or death alleged. The event led to a 1 hour increase in surgery time. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported information.